Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 52-year-old female patient who had essure (ess205) (batch no. L2606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2007 and metformin since 1999. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced benign neoplasm ("bilateral benign simple cyst"). On (B)(6) 2007, 9 months 20 days after insertion of essure (ess205), the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced polycystic ovaries ("poly cystic ovarian disease"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced hirsutism ("hirsutism") and anxiety ("psychological or psychiatric problems - condition: anxiety"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("abdominal cramping"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection") with vaginal discharge. In september 2009, the patient experienced hyperhidrosis ("excessive sweating") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced obesity ("obesity"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), diabetes mellitus ("diabetes mellitus"), acanthosis nigricans ("acanthosis nigricans"), scar ("scaring"), nervousness ("nervous"), dysgeusia ("metallic taste in mouth"), uterine prolapse ("uterine prolapse"), sleep apnoea syndrome ("sleep apnea"), back pain ("back pain"), abdominal pain ("abdomen pain"), procedural pain ("suffered painful post-operative recovery"), abdominal distension ("bloating/bloated and puffy") and libido decreased ("decreased libido"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, dysgeusia, fatigue, procedural pain, abdominal distension and vaginal infection was resolving, the genital haemorrhage, back pain, abdominal pain and the last episode of abdominal pain lower had resolved, the hormone level abnormal, polycystic ovaries, weight increased, obesity, acanthosis nigricans, scar, nervousness, hirsutism, benign neoplasm, hyperhidrosis, uterine prolapse, vulvovaginal pain, sleep apnoea syndrome, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, libido decreased and anxiety outcome was unknown and the diabetes mellitus had not resolved. The reporter considered abdominal distension, abdominal pain, acanthosis nigricans, alopecia, anxiety, back pain, benign neoplasm, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, hormone level abnormal, hyperhidrosis, libido decreased, menorrhagia, mood swings, nervousness, obesity, pelvic pain, polycystic ovaries, procedural pain, scar, sleep apnoea syndrome, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: benign neoplasm, alopecia, weight gain and libido decreased, menorrhagia and obesity." Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received: new event: psychological or psychiatric problems - condition: anxiety and concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 52-year-old female patient who had essure (ess205) (batch no. L2606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced benign neoplasm ("bilateral benign simple cyst"). On (B)(6) 2007, 9 months 20 days after insertion of essure (ess205), the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced polycystic ovaries ("poly cystic ovarian disease"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced hyperhidrosis ("excessive sweating") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced obesity ("obesity"). In (B)(6) 2012, the patient experienced the first episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), diabetes mellitus ("diabetes mellitus"), acanthosis nigricans ("acanthosis nigricans"), scar ("scaring"), nervousness ("nervous"), hirsutism ("hirsutism"), dysgeusia ("metallic taste in mouth"), uterine prolapse ("uterine prolapse"), vulvovaginal pain ("vaginal pain"), sleep apnoea syndrome ("sleep apnea"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdomen pain"), procedural pain ("suffered painful post-operative recovery"), the second episode of abdominal pain lower ("abdominal cramping"), abdominal distension ("bloating/bloated and puffy"), vaginal infection ("vaginal infection") with vaginal discharge and libido decreased ("decreased libido"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, dysgeusia, fatigue, procedural pain, abdominal distension and vaginal infection was resolving, the genital haemorrhage, back pain and abdominal pain had resolved and the hormone level abnormal, diabetes mellitus, polycystic ovaries, weight increased, obesity, acanthosis nigricans, scar, nervousness, hirsutism, benign neoplasm, hyperhidrosis, uterine prolapse, vulvovaginal pain, sleep apnoea syndrome, mood swings, menorrhagia, the last episode of abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia and libido decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acanthosis nigricans, alopecia, back pain, benign neoplasm, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, hormone level abnormal, hyperhidrosis, libido decreased, menorrhagia, mood swings, nervousness, obesity, pelvic pain, polycystic ovaries, procedural pain, scar, sleep apnoea syndrome, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: benign neoplasm, alopecia, weight gain and libido decreased, menorrhagia and obesity." Most recent follow-up information incorporated above includes: on 2-mar-2018: reporter information was added. This case concerns 52 year old patient. Her concomitant condition was updated. Essure lot number was added. Following events were added: abnormal bleeding (vaginal/menorrhagia), abdominal cramping, diabetes mellitus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, scaring, obesity, nervous, acanthosis nigricans, weight gain, back pain, hirsutism, vaginal pain, decreased libido, poly cystic ovarian disease, uterine prolapse, bilateral benign simple cyst, metallic taste in mouth, excessive sweating, sleep apnea and mood swings. She had recovered form events: cramping, severe blood clots or bleeding, lower back pain and abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('a intrauterine device is implanted in uterine myometrium.') And diabetes mellitus ('diabetes mellitus') in a 52-year-old female patient who had essure (ess205) (batch no. L2606-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, stress urinary incontinence, adenomyosis uteri, uterine leiomyoma, chronic cervicitis and nabothian cyst. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2007, ibuprofen, medroxyprogesterone acetate (depo provera), metformin (glucophage) and metformin since 1999. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced polycystic ovaries ("poly cystic ovarian disease/ poly cystic ovarian syndrome"), 10 months 3 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced cyst ("bilateral benign simple cyst"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced obesity ("obesity") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced hirsutism ("hirsutism") and anxiety ("psychological or psychiatric problems - condition: anxiety"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2009, the patient experienced hyperhidrosis ("excessive sweating") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced scar ("scaring") and uterine prolapse ("uterine prolapse"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("back pain/ severe back pain") and the second episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), diabetes mellitus (seriousness criterion medically significant), acanthosis nigricans ("acanthosis nigricans"), nervousness ("nervous"), dysgeusia ("metallic taste in mouth"), sleep apnoea syndrome ("sleep apnea"), abdominal pain ("abdomen pain"), procedural pain ("suffered painful post-operative recovery"), abdominal distension ("bloating/bloated and puffy") and libido decreased ("decreased libido") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with progesterone (prometrium), spironolactone (spironolacton) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, dysgeusia, fatigue, procedural pain, abdominal distension and vaginal infection was resolving, the embedded device, hormone level abnormal, polycystic ovaries, weight increased, obesity, acanthosis nigricans, scar, nervousness, hirsutism, cyst, hyperhidrosis, uterine prolapse, vulvovaginal pain, sleep apnoea syndrome, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, libido decreased and anxiety outcome was unknown, the genital haemorrhage, back pain, abdominal pain and the last episode of abdominal pain lower had resolved and the diabetes mellitus had not resolved. The reporter considered abdominal distension, abdominal pain, acanthosis nigricans, alopecia, anxiety, back pain, cyst, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hirsutism, hormone level abnormal, hyperhidrosis, libido decreased, menorrhagia, mood swings, nervousness, obesity, pelvic pain, polycystic ovaries, procedural pain, scar, sleep apnoea syndrome, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: benign neoplasm, alopecia, weight gain and libido decreased, menorrhagia and obesity." Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: reporter added, medical history added, event device embedded added and made medically significant and intervention required due to surgery. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and diabetes mellitus ("diabetes mellitus") in a 52-year-old female patient who had essure (ess205) (batch no. L2606-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since september 2007 and metformin since 1999. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced benign neoplasm ("bilateral benign simple cyst"). On (B)(6) 2007, 9 months 20 days after insertion of essure (ess205), the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2007, the patient experienced polycystic ovaries ("poly cystic ovarian disease"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced hirsutism ("hirsutism") and anxiety ("psychological or psychiatric problems - condition: anxiety"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("abdominal cramping"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2009, the patient experienced hyperhidrosis ("excessive sweating") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced obesity ("obesity"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), diabetes mellitus (seriousness criterion medically significant), acanthosis nigricans ("acanthosis nigricans"), scar ("scaring"), nervousness ("nervous"), dysgeusia ("metallic taste in mouth"), uterine prolapse ("uterine prolapse"), sleep apnoea syndrome ("sleep apnea"), back pain ("back pain"), abdominal pain ("abdomen pain"), procedural pain ("suffered painful post-operative recovery"), abdominal distension ("bloating/bloated and puffy") and libido decreased ("decreased libido"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, dysgeusia, fatigue, procedural pain, abdominal distension and vaginal infection was resolving, the genital haemorrhage, back pain, abdominal pain and the last episode of abdominal pain lower had resolved, the hormone level abnormal, polycystic ovaries, weight increased, obesity, acanthosis nigricans, scar, nervousness, hirsutism, benign neoplasm, hyperhidrosis, uterine prolapse, vulvovaginal pain, sleep apnoea syndrome, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, libido decreased and anxiety outcome was unknown and the diabetes mellitus had not resolved. The reporter considered abdominal distension, abdominal pain, acanthosis nigricans, alopecia, anxiety, back pain, benign neoplasm, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hirsutism, hormone level abnormal, hyperhidrosis, libido decreased, menorrhagia, mood swings, nervousness, obesity, pelvic pain, polycystic ovaries, procedural pain, scar, sleep apnoea syndrome, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: benign neoplasm, alopecia, weight gain and libido decreased, menorrhagia and obesity." Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('a intrauterine device is implanted in uterine myometrium.') And diabetes mellitus ('diabetes mellitus') in a 52-year-old female patient who had essure (ess205) (batch no. L2606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, stress urinary incontinence, adenomyosis uteri, uterine leiomyoma, chronic cervicitis and nabothian cyst. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2007, ibuprofen, medroxyprogesterone acetate (depo provera), metformin (glucophage) and metformin since 1999. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced polycystic ovaries ("poly cystic ovarian disease/ poly cystic ovarian syndrome"), 10 months 3 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced cyst ("bilateral benign simple cyst"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced obesity ("obesity") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced hirsutism ("hirsutism") and anxiety ("psychological or psychiatric problems - condition: anxiety"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2009, the patient experienced hyperhidrosis ("excessive sweating") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced scar ("scaring") and uterine prolapse ("uterine prolapse"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("back pain/ severe back pain") and the second episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), acanthosis nigricans ("acanthosis nigricans"), nervousness ("nervous"), dysgeusia ("metallic taste in mouth"), sleep apnoea syndrome ("sleep apnea"), abdominal pain ("abdomen pain"), procedural pain ("suffered painful post-operative recovery"), abdominal distension ("bloating/bloated and puffy") and libido decreased ("decreased libido") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with progesterone (prometrium), spironolactone (spironolacton) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, dysgeusia, fatigue, procedural pain, abdominal distension and vaginal infection was resolving, the embedded device, hormone level abnormal, polycystic ovaries, weight increased, obesity, acanthosis nigricans, scar, nervousness, hirsutism, cyst, hyperhidrosis, uterine prolapse, vulvovaginal pain, sleep apnoea syndrome, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, libido decreased and anxiety outcome was unknown, the diabetes mellitus had not resolved and the genital haemorrhage, back pain, abdominal pain and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, acanthosis nigricans, alopecia, anxiety, back pain, cyst, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hirsutism, hormone level abnormal, hyperhidrosis, libido decreased, menorrhagia, mood swings, nervousness, obesity, pelvic pain, polycystic ovaries, procedural pain, scar, sleep apnoea syndrome, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: benign neoplasm, alopecia, weight gain and libido decreased, menorrhagia and obesity.". Lot number ( l2606 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('a intrauterine device is implanted in uterine myometrium.') And diabetes mellitus ('diabetes mellitus') in a 52-year-old female patient who had essure (ess205) (batch no. L2606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, stress urinary incontinence, adenomyosis uteri, uterine leiomyoma, chronic cervicitis and nabothian cyst. Concurrent conditions included obesity. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2007, ibuprofen, medroxyprogesterone acetate (depo provera), metformin (glucophage) and metformin since 1999. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced polycystic ovaries ("poly cystic ovarian disease/ poly cystic ovarian syndrome"), 10 months 3 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced cyst ("bilateral benign simple cyst"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced obesity ("obesity") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced hirsutism ("hirsutism") and anxiety ("psychological or psychiatric problems - condition: anxiety"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced the first episode of abdominal pain lower ("abdominal cramping/ severe lower abdominal pain"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2009, the patient experienced hyperhidrosis ("excessive sweating") and mood swings ("mood swings"). On (B)(6) 2012, the patient experienced scar ("scaring") and uterine prolapse ("uterine prolapse"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("back pain/ severe back pain") and the second episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), diabetes mellitus (seriousness criterion medically significant), acanthosis nigricans ("acanthosis nigricans"), nervousness ("nervous"), dysgeusia ("metallic taste in mouth"), sleep apnoea syndrome ("sleep apnea"), abdominal pain ("abdomen pain"), procedural pain ("suffered painful post-operative recovery"), abdominal distension ("bloating/bloated and puffy") and libido decreased ("decreased libido") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with progesterone (prometrium), spironolactone (spironolacton) and surgery (laparoscopic total hysterectomy and bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, alopecia, dysgeusia, fatigue, procedural pain, abdominal distension and vaginal infection was resolving, the embedded device, hormone level abnormal, polycystic ovaries, weight increased, obesity, acanthosis nigricans, scar, nervousness, hirsutism, cyst, hyperhidrosis, uterine prolapse, vulvovaginal pain, sleep apnoea syndrome, mood swings, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, libido decreased and anxiety outcome was unknown, the genital haemorrhage, back pain, abdominal pain and the last episode of abdominal pain lower had resolved and the diabetes mellitus had not resolved. The reporter considered abdominal distension, abdominal pain, acanthosis nigricans, alopecia, anxiety, back pain, cyst, diabetes mellitus, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hirsutism, hormone level abnormal, hyperhidrosis, libido decreased, menorrhagia, mood swings, nervousness, obesity, pelvic pain, polycystic ovaries, procedural pain, scar, sleep apnoea syndrome, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: benign neoplasm, alopecia, weight gain and libido decreased, menorrhagia and obesity." Lot number ( l2606 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, dysgeusia ("metallic taste in mouth") and procedural pain ("suffered painful post-operative recovery"). The patient was treated with surgery (underwent a laparoscopic total hysterectomy and bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, fatigue, abdominal distension, alopecia, vaginal infection, dysgeusia and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysgeusia, fatigue, genital haemorrhage, pelvic pain, procedural pain and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the removal surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.